Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent elevated blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. Customer required assistance from their son, who administered a correction injection via manual insulin therapy due to the customer being ¿impaired and unable to give herself mdi¿. Customer changed infusion set and cartridge and resumed insulin delivery.